Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer consumed glucose tablets, sugar, carbohydrates and proteins to address bg. Reportedly, customer experienced a headache due to bg.